Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 610 mg/dl. Troubleshooting was performed. The basal rates were programmed correctly. The insulin pump alarmed battery out limit at the time of the report. The history file did not contain the bolus and basal total for the day of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.